Event description:
It was reported that the pump shut off unexpectedly. The customer went to the emergency room and was subsequently hospitalized and later admitted to the intensive care unit with a blood glucose level of 425 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.